Manufacturer narrative:
The terminal server was returned and evaluated by welch allyn product service who confirmed the customer allegation of lost connection, will not reboot. Likely potential root causes for the customer's issue include firmware issue, loose connection and malfunction of internal/external power supply. The terminal server failed outside the 3 year period after which the dfu defines the hardware components are to be replaced. Welch alyn replaced the terminal server for the customer. No further investigation will be conducted.

Manufacturer narrative:
A follow up report will be submitted, once the device evaluation is complete.

Event description:
Welch allyn received a report from a welch allyn customer stating that their terminal server was not responding. Welch allyn considers this reportable due to the loss of centralized monitoring. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).